Manufacturer narrative:
Investigation conclusion: the customer's complaint of discrepant results with tni was not replicated with in-house retain testing of triage cardiac lot t16153rn with donor whole blood. No issues with tni recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Event occurred in the united states. Customer alleged discrepant high tni on triage vs roche cobas for 1 patient. 33-year-old male. Symptoms= allergic reaction to eggs, some sob, some chest discomfort attributed to acid reflux, vomiting. EKG- non-ischemic. Chest x-ray was negative for any acute findings. Triage tni: 0.13 ng/ml; cutoff: 0.05ng/ml. Sample collected @2:55, tested @ 3:25. Roche cobas hs-tni: 0.13, 0.13 ng/l; cutoff: 22ng/l. Collected @6:28, tested at @7:04. Redraw collected @7:33, tested at @7:53. Triage sample was k2 edta wb collected at 2:55. Roche cobas sample was li heparin colected at 6:28, resulted at 7:04. 2nd draw collected at 7:33 and resulted at 7:53.